Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the implantable pulse generator was reaching end of life. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was replaced.